Event description:
During the procedure as the sheath was being removed, numerous blood clots were detected in the sideport of this device. The device was removed and replaced. The patient is reported as fine and the device is being returned for co's analysis.